Event description:
(B)(4). Prior to essure placement, I had normal periods. They were not painful. Lasted 5-7 days. The day essure was placed, I never stopped bleeding. I had to go through several rounds of progesterone which did not work. I was put back on birth control pills to stop the bleeding. I stayed on the pill for about a year and a half. Even on the pill, my periods were longer than normal for me. Lasted around 9 days. In (B)(6) 2014, my doctor told me to stop the pill and see if my periods would be normal. Every month since they got longer and longer. I now bleed around 21 days and they are painful. It feels like my insides are on fire. I have bad cramping. Blood clots that are around 6 inches long. I am now borderline anemic because of how much I bleed.